Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing ineffective stimulation since a month after implant. An sjm rep met with the pt for reprogramming. Programming was able to obtain some effective stimulation. Additionally, it is suspected the pt is unable to obtain effective stimulation due to the lead being placed too far to the left. In turn, the pt will try the new programs and if they do not work, the pt may undergo surgical intervention to address the issue.